Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted, as it reached its elective replacement indicator (eri) on september 25, 2006. The physician expressed dissatisfaction with the device longevity. The device was implanted on january 10, 2003. A new ICD was implanted during this procedure without complication. No adverse patient effects were reported. A new ICD was implanted during the procedure without complication.